Event description:
It was reported that approximately one hour post successful stent implantation in the heavily calcified mid right coronary artery, the patient experienced mild chest pain. An echocardiogram was done showing a possible perforation. The patient was taken off reopro (anticoagulant) and was taken back to the catheter lab where a small perforation was seen in the center of the implanted stent. A 3.5x16mm graftmaster was deployed inside the implanted stent resolving the perforation. The patient remains stable. Per the physician, the perforation was most likely caused by a combination of the heavily calcified lesion and the reopro. There was no adverse patient sequela and no additional information was provided.

Manufacturer narrative:
(B)(4). The reported perforation and angina are listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.